Event description:
It was reported that while using bd vacutainer® push button blood collection set, there was leakage as a result of punctured tubing. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but eight (8) photos were provided for investigation. The photos were reviewed and one of the photos shows a device with a hair on the wing, so the indicated failure mode for foreign matter was observed. However, there was no evidence of device leakage in any of the photos. Additionally, thirty (30) retention samples from bd inventory were subjected to a draw test to assess functionality of the device and to retraction lockout testing, and the issue of leakage during use was not observed. Also, 100 retain samples were visually inspected for foreign matter and all samples passed testing exhibiting no hair or other foreign matter on the device based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of foreign matter, but unconfirmed for leakage during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, there was leakage as a result of punctured tubing. No patient impact reported.

Manufacturer narrative:
Common device name: blood specimen collection device; intravascular administration set medical device type: jka. There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k220212. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.